Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer¿s blood glucose was unknown. It was reported that they had damage on the case and display. It was reported that the drive support cap was damaged and flushed. It was reported that they had performed displacement and self-test was failed. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.